Manufacturer narrative:
The site received the patient death certificate. The cause of death was cardiac failure/ respiratory arrest due to chronic obstructive lung disease (copd) and there was no relationship to the index procedure or to implanted devices. There is no allegation of any device malfunction or nonconformance. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
Approximately three and a half years after an uneventful coil embolization of the internal carotid artery aneurysm, the patient died. The cause of death and relationship to implanted devices are unknown.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used in accordance with the labeling or that this caused or contributed to the reported event. Death is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Approximately three and a half years after an uneventful coil embolization of the internal carotid artery aneurysm, the patient died. The cause of death and relationship to implanted devices are unknown.